Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the case application instrument for the sternal zipfix instrument was unable to fully tension the zipfix zipties. As a result, the surgeon used our second zipfix set to finish tensioning the ziptie. Zip ties were unable to initially fully tension, but this did not create any fragments. Procedure was successfully completed without any surgical delay. No patient consequence. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.501.080-us, lot: 1l05348, manufacturing site: hagendorf, release to warehouse date: 13 september 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Service and repair evaluation: the customer reported the application instrument for the sternal zipfix instrument was unable to fully tension the zipfix zipties. The repair technician reported the nut shaft already had loctite in it. The cause of the issue could not be determined. The reason for repair is test ok. The item was repaired per the inspection sheet, passed synthes final inspection on 01-oct-2021 and will be returned to the customer upon completion of the service and repair process. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.